Event description:
It was reported that during the implant procedure, after multiple deployments, the right ventricle (rv) lead was inspected and noted to be twisted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.